Event description:
The needle was in the patient when the user attempted to remove the stylet. The stylet was able to move approximately the first 0.5 cm; however, no further movement was possible after that point, and the stylet was noted to be stuck. Three people attempted to retract the stylet without success. When the entire needle was removed from the patient, the user attempted to move the needle again, and it moved slightly further, but weird scratchy noises were heard during manipulation. Regarding the location of any kink, bend, or break in the needle, the report indicated the needle was in the patient at the time the issue was identified; no specific location on the device (handle end/proximal end or patient end/distal end) was confirmed. The issue with the product was noted when attempting to retract the stylet, as only the first 0.5 cm could be retracted before no further movement was possible. Gaining access to the target site was not reported as difficult, and puncture of the targeted site was also not difficult. No force was required during insertion of the device into the scope, and no resistance was felt while inserting the device through the scope. The device was not used in a tortuous position, and the endoscope was not in a flexed or twisted position at any time during the procedure. No difficulty was experienced while retracting the needle itself; however, the stylet could not be removed from the needle. The entire needle assembly was removed from the patient. No section of the device detached inside the patient. The procedure was completed using another needle. No additional procedures were required as a result of the event.

Manufacturer narrative:
Device evaluation 1 unit of lot of echo-hd-19-a was returned opened not in its original packaging. The devices related to this occurrence underwent a laboratory evaluation on 15 april 2026. Visual inspection: device returned with stylet not inserted fully into device. Kink below sheath extender observed. Distal end of needle examined and kink observed approx. 3.2cm from distal end of needle. Functional inspection: sheath extender able to retract fully but unable to pass kink below sheath extender. Needle handle able to advance and retract with slight difficulty. Stylet removed from device with slight issue. Stylet examined and no issue observed. Distal end of stylet examined and no issue observed. The reported failure was observed. Was there any additional issues observed? Yes (kink below sheath extender). Equipment used: ruler ipe0402. Manufacturing records prior to distribution all echo-hd-19-a devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. A non-conformance (issues with stylet) was noted for 01 unit on this work order, however this part was subsequently scrapped and would not have contributed to this complaint issue. Review historical data the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the notes section of the instructions for use, ifu0050 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0050). Image review an image was not returned for evaluation. Root cause analysis a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. The kink observed approx. 3.2cm from the distal end of the needle would indicate contact with a firm structure. A possible root cause could be attributed to damage to the patient end of the needle during insertion/advancement down the scope resulting in the needle tip kinking which was observed on the device during the lab evaluation. Although it has been advised that gaining access and puncture of the target site was not difficult, it is possible the actual lesion was hard leading to the distal end of the needle to kink. The scratchy noise heard by the user suggests metal on metal contact which would be consistent with the needle kinking and the stylet withdrawal difficulty from the needle. The kink observed below the sheath extender observed during the lab evaluation could be root caused to the transport returns process as the device was returned opened not in its original packaging. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/correction complaints of this nature will continue to be monitored for similar events.